Event description:
It was reported that there had been multiple volume discrepancies at refills. On (B)(6) 2014, the physician did a refill and was expecting to get back 1.3 ml, but got 13.5 ml instead. On (B)(6) 2014, they were expecting 3 ml, but got 18 ml. On (B)(6) 2014, the expected volume was 16.6 ml and the actual volume was 20 ml. The patient was experiencing pain. A dye study was done; the resulted were not reported. The pump was replaced. The patient status was reported as ¿alive - no injury¿. The device system was delivering fentanyl and ketamine. It was later reported that the cause of the event was not determined.

Manufacturer narrative:
Concomitant medical products: product ID 8598a, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Manufacturer narrative:
Analysis of the pump revealed no anomaly. Multiple motor stalls and motor stall recoveries were found in pump logs. Analysis found nothing significant that may have caused the stalls.